Manufacturer narrative:
(B)(4). Evaluation of the incident device found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Event description:
The customer reported there was no output during the first two minutes of the rf ablation treatment. The incident electrode was removed from use and another was used to complete the procedure. There was a delay in the procedure of over 30 minutes. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.